Event description:
I am reporting a repeatable device malfunction involving the fisher & paykel evora full face CPAP mask. I have now received four brand-new masks from my provider, and all four exhibit the identical issue: a continuous hissing leak coming from the short tube/swivel assembly. The leak is not from the intentional vent ports or the anti-asphyxia valve on the mask frame. The noise and airflow change when the short tube is pinched or when the swivel is rotated, indicating an unintended leak at the ribbed-hose-to-connector transition. This leak reduces the mask's ability to maintain an effective seal during CPAP therapy and results in reduced therapeutic pressure. The malfunction occurs at all pressures and is reproducible across all four units. I contacted fisher & paykel healthcare through their support channels. Their only response was to instruct me to contact my provider. I contacted my provider as directed, and they replaced the mask multiple times. The issue remains unresolved. I attempted to follow up with fisher & paykel again, but I did not receive a response. I located multiple independent user reports online describing the same leak at the same location on the evora full face short tube/swivel assembly, including repeat failures across multiple units. These reports suggest the possibility of a recurring manufacturing or design issue. No injury occurred, but the malfunction compromises therapy effectiveness. Pt code: 1720. Device codes: 2946, 4070. Reference reports#: mw5186315, mw5186317, mw5186318.